Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps jumbo capacity was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, a fork-like metal wire protruded from the device clevis at a 45 degree angle. The device was removed from the patient and from service and the procedure was completed with another radial jaw 4 single use biopsy forceps jumbo capacity device. Reportedly the device was not inspected/tested prior to use and no biopsy samples had been collected prior to this. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of wire protruding. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found the washer tail was bent and protruding out of the clevis. No issue was noted with the device wires. Additionally, no abnormalities were noted with the device riveting and welding which were within specifications. Functionally the device jaws would open and close normally considering the bent washer tail. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that the washer tail was bent. There are controls in the manufacturing process that verify product integrity and avoid product performance issues. Additionally an investigation was performed to address washer tail bent issues which attributed them to improper device handling prior to or during use. Therefore, the most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps jumbo capacity was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, a fork-like metal wire protruded from the device clevis at a 45 degree angle. The device was removed from the patient and from service and the procedure was completed with another radial jaw 4 single use biopsy forceps jumbo capacity device. Reportedly the device was not inspected/tested prior to use and no biopsy samples had been collected prior to this. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.